Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during routine follow-up in clinic, several auto mode switch episodes due to noise on the atrial lead was observed. The signals were too large to cover-up with device sensitivity adjustment. No intervention was performed. Patient was stable and will continue to be monitored.